Event description:
It was reported that the patient presented for a dual chamber pacemaker implantation procedure. During the procedure, it was noted that the right atrial (ra) lead had insufficient curvature and could not be secured in the right atrial appendage. As a result, the ra lead was not used or replaced. The physician decided not to implant an atrial lead in consideration of the patient¿s safety. The patient remained stable throughout the procedure.